Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
It was reported that the elective replacement indicator triggered for the device. The subsequent automatic change in pacing settings following the trigger caused the patient to become symptomatic. Also, customer expectations regarding device longevity were not met. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.